Event description:
The event is reported as: complaint alleges: the yellow wing nut was found unstable. May have caused air leak. No pt injury reported.

Manufacturer narrative:
Lot# unavailable. Eval: method: visual exam performed. Functional exam performed. Results: the sample was connected to a flometer in order to observe the issue reported, but no issues were found related to complaint. The sample received sat correctly on flometer. Conclusions: customer complaint was not confirmed based upon investigation performed. No corrective actions were taken.